Event description:
The customer reported that the insulin pump alarmed no delivery right after an infusion set change during a bolus. The bolus was stopped twice before it could be delivered. Customer's blood glucose level was 280 mg/dl. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.